Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, when injector probe advanced it did not pick up the iol in the cartridge. The injector was taken to sterilization so cannot be returned at this time however the facility will need a replacement injector if deemed faulty. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.4. And d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece injector was received for the report of injector probe advanced it did not pick up the iol in the cartridge. A visual inspection of the handpiece injector was performed and was found to be nonconforming, with dent/nick on the front of the plunger surface with raised metal, small pits on back plunger surface and several nicks with raised surface, a dimensional plunger position height check was performed and was found to be nonconforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms the injector plunger has a nonconforming plunger height position, which could result in the plunger not being able to advance and pick the iol up. The evaluation also indicates the plunger has several dent and nicks. How and when the nonconforming plunger height position and the plunger dent/nick occurred cannot be determined from this evaluation. The most likely root cause is handling at any point after the monarch handpiece was shipped from the manufacturing site. The manufacturer internal reference number is: (B)(4).